Event description:
It was reported that an unknown issue with the device display occurred. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board for intermittr 211.2000 alarm error for display / screen. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the display board. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 22dec2006 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn 12461999 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board for intermittr 211.2000 alarm error for display / screen. A review of the device history record showed the device had a manufacture date of 22 dec 2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the display board. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode.

Event description:
It was reported "display/ screen." No patient involvement.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device display occurred. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device display occurred. There was no patient involvement.